Manufacturer narrative:
This follow-up report add three additional complaint reports that are from the same healthcare facility, on the same device catalog number, and for the same issue as the original MDR. Date entered for the first additional report. The other two additional reports were received on may 21, 2018 and june 29, 2018. Product was returned on the first additional report and the enfit connector cracking failure was confirmed but with no new findng as compared to the original MDR. As stated in the original MDR, (B)(4) is working through production implementation of the change (enfit material change) that corrects this problem.

Event description:
Same as original report 2025851-2018-00009.

Manufacturer narrative:
No patient information was available. Event date is estimated based upon report date (event date may be earlier). This MDR groups four complaints which are on the same model number and for the same issue. Model number is xeridiem part number. Catalog number is part number for (B)(4), xeridiem's exclusive distributor for this device. Since lot number is unknown, expiration date and full UDI are not known. Implant/explant dates are not known. The device was returned on one of the four complaints with a possible return anticipated on one more. Date of return is estimated based on date of evaluation. A follow-up report will only be provided if there is a different finding on the last return. (B)(6). (B)(4). Evaluation completed on the return from one complaint. One more device return is anticipated. Date of manufacture cannot be determined since lot number is unknown. (B)(4). Xeridiem is presently working through production implementation of this change.

Event description:
The enfit caps and feeding port connections are breaking. There are small cracks in the caps themselves and the threaded flanges are breaking off. The patient is also using tools to get caps unstuck. The caps need to be tightened down hard or else they leak. The enfit that is glued into tube is breaking when patients try to wiggle the enfit connection out of the feeding ports.